Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced due to an upgrade to magnetic resonance imaging (MRI) compatible system. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The analyst noted that the distal conductor was fractured at 25 cm from the connector pin. Concomitant medical products: 383059 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.